Event description:
A problem with occlusion alarms was reported by the customer through email. No adverse impact to the customer's blood glucose level was indicated. Technical support attempted to reach the customer via phone but could not connect or leave a voicemail. No additional information was received regarding the outcome of the event.